Event description:
It was reported to fresenius technical services that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced leaking fluid from a hernia. In the initial reporting, there was no specific allegation this event was related to a deficiency or malfunction of any fresenius devices or products. Upon follow up, the patient's pd registered nurse (pdrn) confirmed the patient experienced leaking at the incision site of a previously placed trocar during their ccpd therapy. It was reported the patient underwent a planned outpatient laparoscopic pd catheter (not a fresenius product) revision within the last 30 days (exact date unknown) due to a malposition of the pd catheter. The leaking was due to a previously placed trocar incision site that did not fully heal and was the sole reason the patient experienced leaking. There was no report of a hernia, infection or further complication from the patient's pd? Catheter. It was confirmed this event was not due to a deficiency-or malfunction of any fresenius product(s) or device(s). The patient was not hospitalized for the pd catheter revision or for the leaking dialysate. The patient's fill volume has been temporarily decreased to 1000 ml to allow the incision site to heal. The patient continues ccpd therapy on the same liberty select cycler at home with no further reported events. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).